Manufacturer narrative:
The patient remains on lvad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on 20dec2016, a surgical debridement was performed. Intravenous antibiotics were given and the patient is reportedly still on meropenem antibiotics.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of the previous driveline infection is reported within medwatch report #2916596-2017-00453. (B)(4). Approximate age of device ¿ 1 year and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Information was received on (B)(6) 2017 from (user facility report [uf report# # (B)(4)) stating: patient with chronic pseudomonas driveline infection presents with new abscess along the driveline tract and second hospitalization for driveline infection. Surgical incision and drainage was performed. The patient also required vacuum assisted closure (vac) dressing and IV antibiotics. Of note, the patient reportedly received gastric sleeve/bariatric surgery 3 months prior to this event.